Event description:
It was reported to boston scientific corporation that the mesh was not surgically excised, just trimmed.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
The "describe event or problem" field was updated with additional information.

Event description:
It was reported to boston scientific corporation that following an anterior pelvic floor repair procedure (procedure date unknown) using a pinnacle anterior/apical pelvic floor repair kit, the patient presented with erosion (erosion date unknown). The patient was re-operated on, (date unknown) and "the erosion was undermined and excised, and then the incision was closed." The physician prescribed the patient estrogen cream and directed her to use it three times a week (duration of treatment unknown). The erosion then resolved, and the patient reportedly had "anatomical outcome success" and is ¿fine.¿ the physician is "not worried" about the case, and does not plan to perform any additional intervention.